Event description:
Allegedly, patient is experiencing mom complications. Left additional information received form litigation on 01/08/2019. Allegedly the patient was revised due to unknown mom complications. Added the explant date. (Left).